Event description:
Prior to device use, and after the product (3.0mm x 2.5cm neuroflex tube) was prepared/hydrated for use, a technician noticed that the device felt hard in the middle. The surgeon felt the device and observed that there seemed to be a hard plastic tube inside the product. The device was discarded and a new 2.5mm x 2.5cm device was used instead. The product in question was not returned to the manufacturer for further evaluation.